Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Details of the target lesion, anatomy location and patient condition are unknown. The proximal section of a 28x2.75mm taxus liberte stent was observed as being deformed during the procedure. No patient complications were reported and the outcome of the procedure is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. There were several stent struts lifted and flared in the first and second distal row of the stent. There was contrast on the stent. The balloon was tightly folded and the stent was centered between the markerbands. There was no damage to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Details of the target lesion, anatomy location and patient condition are unknown. The proximal section of a 28x2.75mm taxus liberte stent was observed as being deformed during the procedure. No patient complications were reported and the outcome of the procedure is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).